Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported patient perforation could not be determined; however, user handling could not be ruled out as a contributory factor to the reported event. The instruction manual contains several warning and caution statements in an effort to prevent patient perforation. ¿over-insufflating the lumen may cause patient pain, injury, bleeding, and/or perforation. Inserting, withdrawing, and using endotherapy accessories without a clear endoscopic image may cause patient injury, burns, bleeding, and/or perforation. Inserting or withdrawing the endoscope, feeding air, applying suction, or operating the bending section without a clear endoscopic image may cause patient injury, bleeding, and/or perforation.¿ as part of our investigation, a review of the device service history records indicates that the device was purchased on 02/09/2006 and was last serviced on 03/22/2014. Olympus made multiple follow-ups with the user facility by telephone and in writing in an attempt to obtain additional information regarding the reported event. To date, no additional information was obtained.

Event description:
Olympus received a (B)(4) on august 26, 2016 indicating that during a colonoscopy with biopsies and polypectomy procedure, the patient was perforated. The following day the patient was admitted for abdominal pain and vomiting. X-ray showed free air. The patient underwent surgery to repair the perforation. No further consequences on patient was reported. This is report 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.